Manufacturer narrative:
The following visual observations were made: severe distal tip liner delamination was confirmed along the distal 1.0 inches of the sheath, liner stretch marks observed at distal end, hdpe folded inwards at the distal end, c-marker band is present within the sheath, but has been displaced from original position, liner expanded as designed along entire length of shaft, no liner tears observed, scratches were observed on the sheath shaft , the tecoflex layer (which provides adhesion between the liner and the hdpe outer layer) was confirmed to be present. No other visual abnormalities observed. Due to the condition of the returned sheath (expanded sheath and delaminated distal tip) no relevant functional testing or dimensional measurements could be performed. During manufacturing of the sheath, devices are 100% visually inspected by manufacturing and quality. These inspections during the manufacturing process support that it is unlikely that a manufacturing non-conformance on the sheath was the cause of the complaint. The complaint for distal tip delamination was confirmed. The cer indicated: ¿the team attempted to deploy the valve and noticed that the balloon had torn. The delivery system/valve were removed along with the 16fr esheath, and in doing so a vascular complication occurred.¿ the delamination observed in the liner at the distal tip could have been induced by the torn balloon on the delivery system. Assessment of patient and procedural factors suggest a non-optimal withdrawal angle facilitated the interaction between delivery system and sheath distal liner during retrieval resulting in the observed delamination. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the iliac artery perforation may be related to calcification and/or tortuosity not fully appreciated on pre-procedural imaging and/or device manipulation within the vasculature during the procedure. No manufacturing non-conformities or IFU/training inadequacies were identified. Review of the complaint history for september 2015 did not reveal that the occurrence rate exceeded the control limits for this failure mode. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation with the valve on balloon and fully inserted through the sheath. Preliminary visual observation of the sheath revealed the liner was bunched and delaminated approximately 1" in length, the c marker band was present, liner stretch marks located on the distal end and minor distal tip damage. The hdpe was folded inward. The liner was fully expanded, however no liner tears or kinks were observed. Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, upon removal of the esheath a perforation to the external iliac was identified. The vessel was repaired with covered stents. Initially, the patient was prepped and draped in a sterile manner. The left groin was used for venous and arterial access. The right groin was used to obtain percutaneous access for the planned 16fr esheath. An 18g seldinger needle was used to access the right common femoral artery and a wire was placed though the needle into the right common femoral artery. Two 6fr perclose devices were pre-deployed into the right common femoral artery for closure at the end of the procedure leaving the sutures. Once the sutures were secured, serial dilatation was initiated with the 16fr sheath placed into the right common femoral artery with minimal difficulty. The team attempted to deploy the valve and noticed that the balloon had ruptured. The delivery system/valve were removed along with the 16fr esheath. After removing the sheath a perforation in the external iliac was noticed. The vessel was repaired with covered stents. The patient was then transferred via stretcher to the ICU in stable condition.